Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2015 and system diagnostic results revealed high impedance (dcdc 7). On (B)(6) 2015, a system diagnostics were run and high impedance was found again (dcdc 7). It was reported that the device was turned off on (B)(6) 2015. No patient adverse events were reported. No known surgical interventions have occurred to date.